Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that the insulin pump received a button error alarm. The customer's blood glucose was unknown at the time of incident. Report also states that the screen display was getting worse each day. The insulin pump will be returned for analysis.